Event description:
It was reported by the center that in 2001 the patient's implant site showed signs of inflammation. At that time, a course of anti-inflammatory drugs were prescribed. In 2002, the patient presented with the electrode lead extruded in post-auricular area. The patient was able to hear using the device. The surgeon performed revision surgery to put the electrode lead back in. After the surgery, the patient's spouse noticed that the electrode started to come out again. Revision surgery has been scheduled to remove the device. The patient will be reimplanted with another clarion device.